Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs) and non-malignant pain. It was reported that the patient felt stimulation in their legs even after they turned the stimulator off. The patient no longer had the implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported that the circumstances that led to their issue was they were trying to charge their implant and got a message to call medtronic which they did as it wouldn't charge. Steps taken to resolve their issue was they had a new part sent to them and it was charging good. Patient reported that with stimulation turned off they still feel stimulation. Patient reported still feeling stimulation after being turned off for 24 hours. Patient's weight at the time of event was (B)(6)lbs. Patient added that their first stimulator they had in 2018 did the same thing.